Event description:
An error message was reported with the adc device. The caregiver stated that her father's sensor did not respond to the reader, and no error message was prompted. As a result, the customer was unable to obtain readings and experienced the following symptoms of hyperglycemia, lack of speech, and paralysis of the upper limb occurred during this event. The paramedics transported the customer to the hospital, where an unspecified drug was provided. The patient stayed in the hospital for ten days. The customer also reported a "bleeding into the brain" medical diagnosis or condition. The customer's hospitalization has not been established to have been caused by the use of the sensor, as the use of the device would not directly cause a brain bleed. Further information has been requested. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. The caregiver stated that her father's sensor did not respond to the reader, and no error message was prompted. As a result, the customer was unable to obtain readings and experienced the following symptoms of hyperglycemia, lack of speech, and paralysis of the upper limb occurred during this event. The paramedics transported the customer to the hospital, where an unspecified drug was provided. The patient stayed in the hospital for ten days. The customer also reported a "bleeding into the brain" medical diagnosis or condition. The customer's hospitalization has not been established to have been caused by the use of the sensor, as the use of the device would not directly cause a brain bleed. Further information has been requested. There was no report of death or permanent impairment associated with this event.